Manufacturer narrative:
B3: bsc aware date used for event date.

Event description:
It was reported that difficulty manipulating and retracting the proximal filter of the device occurred. A sentinel cerebral protection system (cps) was being used for a procedure. The sentinel cps was inserted; however, the distal filter could not be manipulated. Furthermore, it was not possible to retract the proximal filter. The sentinel cps was not replaced, and the procedure continued without incident. No patient complications were reported.